Event description:
It was reported that device detachment occurred. The patient presented with severe calcification at the groin. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. An opticross imaging catheter was inserted using a 7f guide catheter for about 40 minutes. A non-boston scientific double lumen catheter was inserted into its proximal side. Pullback was then performed and images were obtained. When the opticross was being removed, strong resistance was encountered in the guide catheter. Imaging was not obtained outside the patient so the opticross was replaced. When a new opticross was inserted, fluoroscopy confirmed that the markerband of the first opticross was pushed out from the guide catheter. The markerband was on the guidewire so the entire system was removed without leaving any fragments inside the patient. There was no injury to the patient and the procedure was re-tried and completed with another of the same device.

Event description:
It was reported that device detachment occurred. The patient presented with severe calcification at the groin. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. An opticross imaging catheter was inserted using a 7f guide catheter for about 40 minutes. A non-boston scientific double lumen catheter was inserted into its proximal side. Pullback was then performed and images were obtained. When the opticross was being removed, strong resistance was encountered in the guide catheter. Imaging was not obtained outside the patient so the opticross was replaced. When a new opticross was inserted, fluoroscopy confirmed that the markerband of the first opticross was pushed out from the guide catheter. The markerband was on the guidewire so the entire system was removed without leaving any fragments inside the patient. There was no injury to the patient and the procedure was re-tried and completed with another of the same device.

Manufacturer narrative:
The opticross catheter was returned for analysis with part of the tip detached and stuck in a non boston scientific wire; the wire had torn coating. Visual inspection of the catheter revealed a kink in the telescope assembly and kinks in the sheath assembly. The tip was detached from the guidewire exit port section. Microscopic inspection revealed the guidewire exit port and tip were torn. Pitting and degradation of the transducer housing consistent with saline damage was noted which occurs post-use of the device and is not related to the original device failure. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the tip was noted. A media inspection was performed of pictures provided by the site which confirmed the conditions encountered during the analysis (kinks, detachment, guidewire coating torn).